Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient alleged that the pump "primed" on its own. She states that she heard the noise the pump makes when it gets primed and nothing appeared on the pump display. The patient is not able to troubleshoot the product with animas since the product was not present at the time of the call. Animas customer support has not been able to contact the patient for follow up to troubleshoot the product. The patient mentioned a blood glucose reading of 69 mg/dl which she self-treated with juice. This situation is not indicative of a serious diabetic injury.